Event description:
The customer contacted beckman coulter inc (bec) to report a wash buffer leak from the fluids tray on the unicel dxc600i synchron access clinical system. The customer was wearing ppe and has an exposure policy in place. No reports of injuries to users/lab visitors or exposure to hazardous liquids.

Manufacturer narrative:
On (B)(6) 2011, a bec field service engineer (fse) replaced a broken float switch with a new one. Fse verified repair per established procedures. Results meet published performance specifications. Hardware is the root cause for this event. Bec internal identification is (B)(4).